Manufacturer narrative:
Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 23-jan-2019, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 06-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oozing and pus coming from implant sites. It was confirmed by the physician that there was infection of pocket and extension wires. It is unknown if there were any factors that may have led or contributed to the issue. It was washed out previously.  The entire system was explanted and the issue was resolved.